Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2025 the patient returned to the operating room (or) for a pump exchange due to a driveline infection. After opening the chest and seeing the infection the surgeon stopped the exchange, washed the chest out, and would exchange the pump the next day on (B)(6) 2025. The patient underwent the pump exchange on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.